Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted post coronary artery bypass surgery and detected atrial oversensing. This was increased with atrial pacing however it resolved on its own and not further observed. There was inquiry of possible air bubbles. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests these products remain implanted. Should additional information become available, this event will be updated.